Manufacturer narrative:
This follow-up report is being submitted to amend the previously reported information: the suspect product is a screw drill bit (code and lot number unknown), not a flexible ao bayonet shaft ø 6.5 l 135 (code 01.26.10.0213, lot 14h1977), as reported in the initial report dated 19 february 2016. Additional information received on 01 september 2016 and includes: the instrument will not be available for investigations. On 07 september 2016, the r&d project manager performed a preliminary investigation and commented as follows: the cause of the drill bit breaking might be an excess of flexion during its use.

Event description:
During a non-medacta revision, the surgeon was drilling and the drill bit broke off. The tip of the drill bit was removed from the acetabulum without incident or delay. The surgeon used another company's drill bit to complete the surgery successfully. There are no x-rays. The instrument will be returned to medacta without the broken tip which was discarded.